Event description:
Complainant reported an over-delivery. At 1,000 ml rth bottle of nutritional product was hung at 10:00 pm at a rate of 50 ml/hr at 1:00 am, the bottle was empty.

Manufacturer narrative:
.